Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device returned with the threads at the distal end bent, scratched, and gouged with material both folded up and fractured away from the device. These failure modes are related as both occurred because of extensive use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that this event was previously identified. It has been concluded that a potential breakage could occur if used after the expected lifetime or excessive force is applied as this device is a reusable instrument and it is expected to wear over time. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for additional corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, the threads of one (1) ref cup positioner/impactor stripped when impacting. The procedure was resumed, without any delay, using a s+n back-up device. No further complications were reported.